Event description:
It was reported that during a ptca procedure, difficulties were encountered during an atherectomy procedure to treat tandem lesions in the proximal lad, distal to the lcx bifurcation. An angiogram performed in 2001, was used to determine that the reference diameter of the vessel was 3.5-3.9mm; the lesion was observed to be 90% stenosed and a bend was observed proximal to the lesion; no calcification was observed. Ivus was performed prior to use of the device, and the reference diameter was determined to be 3.8-3.9mm. The distal lad was observed to spasm prior to advancement of the device. It was hard to torque the device so that the window faced the lesion, so the physician removed the device from the anatomy and re-inserted it, successfully positioning the cutter. Two cuts were made at 10psi, then two at 20psi. The physician did not feel that any tissue was cut, so inflation pressure was increased to 30psi and the physician felt that tissue was cut. Two more cuts were made at 30psi and the device was removed from the anatomy. Perforation was observed at the target lesion; a perfusion dilatation catheter was advanced and inflated for 5-10 minutes at nominal pressure, but the bleeding did not resolve. An angiogram found dissection extending toward the left main trunk, and another co's stents were deployed (one inside the other) at the lesion to treat the dissection. The pt's condition subsequently deteriorated into cardiac arrest; pacing and an iabp were used. When the pt's condition improved, an attempt was made to use the perfusion dilatation catheter again, but the perforation did not resolve and the pt was sent to ccu. A surgeon was not immediately available (contrary to IFU warning) and the pt expired prior to CABG. The physician did not believe the device malfunctioned.